Manufacturer narrative:
The suspect vac pac device was returned to natus and evaluated. The size 32 vac-pac lot #n042117-07 was examined, and the functional testing was done. The valve and valve stem were intact. Visible 75mm long cut observed on left panel of the vac-pac did not penetrate product material . During the test, the vac-pac was laid flat, suctioned firm, and capped for 24 hours. The vac-pac was able to hold vacuum after 24 hours. After adding 10 lb weight to the vac-pac, it was able to hold vacuum for 72 hours. When 10 lb weight was removed and the valve was uncapped, the vac-pac lost vacuum after 24 hours. Possible cause of leak was inner valve damage.

Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Customer called natus to report that their vac pac did not hold suction. There was no report of death, injury or delay in treatment, and no patient involvement with this vac-pac when it did not hold suction-leak was discovered. The vac pac device was purchased on (B)(6) 2017 (according to the initial report).